Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what degree of hemorrhoids did the patient have? 3. What confirmation was received that the device was fully fired? Washer cut sound was heard. Where within the gap setting scale was the orange indicator prior to firing? Yes. Did the device cut? Yes. If the device cut was the cut line fully circumferential around the target tissue? Yes. Did the device staple? No. Was the staple line complete? Not formed. Were there any staples missing from the staple line? No stapler was found in the device. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? No stapler pin was found in the gun. How many counter-clockwise revolutions were used to open the device? 2 & 1/5. Was a complete washer transection confirmed? Yes.

Event description:
It was reported that during a hemorrhoidectomy, stapler misfired.

Manufacturer narrative:
(B)(4).batch # r5a107. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the red safety released? Were there any staples visible in the surgical field or on the back table? If so, please describe the shape and location. How was the procedure completed? Were there any patient consequences or changes to the post-operative care of the patient as result of the event? Please explain.